Event description:
It was reported something was stuck in the blade. The event timing was during inspection. There was no harm or delay. An alternate device was used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Review of the most recent repair record determined the derma carrier was stuck under the cutter which was left inside the device so the pre-testing could not be performed. The comb, bottom roller, gear and spring pin were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.